Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient developed a rash around the sensor patch. Medical intervention was sought and the doctor recommended applying flonaze to the skin at the sensor insertion site prior to sensor insertion, allowing it to dry and then insert the sensor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash cannot be confirmed. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).